Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the patient received an inappropriate shock due to electromagnetic interference as a result of a faulty transformer near the patient's boat dock. Multiple episodes of noise were also observed. The implantable cardioverter defibrillator (ICD) remains in use. The patient's mother indicated that they would be repairing the transformer. No further patient complications have been reported as a result of this event.